Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. There was no patient involvement.

Event description:
Lvp bezel post/ail recall 2017- 03/09/2018 10:49:30 monica a bennett (mabennet) for recall contact:dan atkinson/biomed/st francis hospital/ 901-765-1995 email:dan.atkinson@tenethealth.com ---------------------------------------- 03/09/2018 10:49:33 monica a bennett (mabennet) for recall contact dan atkinson/biomed 901-765-1995 email:dan.atkinson@tenethealth.com 03/26/2018 12:15:36 ngoc t bui (nbui) est - rcl to mjr 04/03/2018 12:19:20 jessica galang (jgalang) updated from rcl to mjr for the major repair needed per ngoc bui, service tech. Repair approved by dan atkinson at dan.atkinson@tene thealth.com or $365. New po# is 564-334293. Npi 04/05/2018 09:08:13 ngoc t bui (nbui) lvp bezel post recall completed. Replaced bezel assy broken lower hinge, and broken bottom rear case. Replaced broken lower hinge door, and cover door. Replaced broken ail sensor, and door latch sear. Replaced right,left iui damaged pins, and frame memb. 04/05/2018 11:21:00 annette a mendez (amendez) 1z9791540272422080 08/05/2019 17:32:50 joseph kuhls (jkuhls) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review, per swi 1501-006-000. This file contained documentation of product deficiency allegations, per swi-151-070-000 and swi 1501-096-000, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, per swi 1501-070-000 and swi-096-000, which required a level 2 customer advocacy quality review, also per swi 1501-070-000.